Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had a bad zoom. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was a scope communication error (e216) and the distal end had foreign material which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the focus has not changed to the near point due to damage on the charge-coupled device unit. Also, due to the damage on the charge-coupled device unit scope communication error (e216) message was present. Upon further inspection, it was observed that foreign objects were at the distal end. Due to this clog, water removability did not meet the standard value. This finding was due to insufficient cleaning or handling of the scope. It was also observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was observed that the adhesive on the bending section cover had a chip due to chemical or physical stress. It was also observed that the adhesive around the objective lens was peeled. It was observed that the light guide lens had a crack due to a handling issue. It was also observed that the connecting tube had a dent due to a handling issue. It was observed that the universal cord had a wrinkle due to deterioration or due to bending at a sharp angle. It was observed that the control unit had discoloration due to handling. It was also observed that the forceps channel port was shaved due to handling. Lastly, scratches were observed on the following unit components due to physical stress caused by a handling problem: plastic distal end cover, connecting tube, image guide protector, protector of the universal cord on the scope connector side, protector of the universal cord on the control section side, scope connector cover, lock engagement lever, lock engagement knob, up and down knob, right and left knob, switch box, scope cover, scope connector, universal cord, grip and on the control unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The image issue was due to damage t the charge coupled device. Olympus will continue to monitor field performance for this device.